Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that an unknown amount of time post stent graft implant the stent graft has migrated due to disease progression resulting with expansion of the aortic neck. Due to the expansion of the aortic neck the stent graft has migrated with a type one endoleak resulting in aneurysm enlargement. The physician elected to remove the stent graft system due to the severe angulation of the aortic neck and disease progression. The patient was surgically converted to a conventional stent graft.